Manufacturer narrative:
Other components include: product ID 8709sc lot# n276916016 serial# implanted: (B)(6) 2011 explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving 2000 mcg/ml of baclofen at 400 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. On(B)(6) 2017, it was reported that, during a pump replacement procedure, a leak was found at the catheter connector. When opening up the patient's pump pocket, a clear fluid was noted on top of the pump. When connecting the pump back on to the catheter, a leak was noted coming from the connector site. The sutureless connector was replaced. It was unknown what, if any diagnostic/troubleshooting measures were performed. No symptoms were reported. The issue was considered resolved at the time of the report. The patient's status was listed as "alive-no injury". No further complications were reported.

Manufacturer narrative:
Updated to reflect the information received on 2017-nov-07. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-nov-07 from the manufacturer's representative. It was reported that the pump replacement procedure was due to the pump reaching end of life. It was also reported that the replaced pump and catheter connector were discarded by the physician. The date when the leak began was unknown. No further complications were reported.

Manufacturer narrative:
Updated to reflect the information received on 2017-nov-08. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-nov-08 from the manufacturer's representative. It was reported that the hcp and the rep saw clear fluid dripping from the catheter connector. No further complications were reported.